Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user was admitted to the hospital on (B)(6) 2024 due to mild diabetic ketoacidosis (dka). The user's mother reported the user was started on antibiotics a few days prior to the event due to an infusion set site infection. The mother also reported the user had a "virus." It is unknown what treatment the user received. The user was put back on the ilet in the early morning of (B)(6) 2024 while still in the hospital. The user was discharged later that evening on (B)(6) 2024. The cds had multiple contacts with the user during and after their hospitalization. They provided re-education on the appropriate use of the meal announcement and response to hyperglycemia, and recommended the contact detach infusion set. On (B)(6) 2024 a customer care agent followed up with the user's mother and she reported at the time of the event the infusion set cannula (convatec inset 23", 6mm) was bent leading to the user's dka. The user has switched to the convatec contact detach (23", 6mm) steel cannula infusion set.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs surrounding the reported event date ((B)(6) 2024). Excessive meal announcement patterns were seen on dates surrounding the described event (10 meal announcements logged on (B)(6) 2024 and 8 logged on (B)(6) 2024). Audio setting and all cgm alerts were not changed from default settings ("high" volume and alerts on). No body weight changes were logged outside of initial device setup. Data for the described event on (B)(6) 2024 was reviewed. From 12:00am through 10:43am, cgm glucose was consistently above 245mg/dl. Review of motor data shows that the ilet was consistently requesting deliveries for insulin every 5-15 minutes outside of meal boluses. The last recorded cartridge change prior to the event date was on (B)(6) 2024 at 10:41am. The last recorded infusion set change prior to the event date was on (B)(6) 2024 at 12:26pm. Review of the ilet report shows the user experienced significant hyperglycemia starting approximately 2 hours after that infusion set change. The device was powered off at 10:45am of the event date. It was powered back on the evening of event date with cgm glucose in range. Based on the engineering logs, the device is not malfunctioning. The ilet was found consistently requesting insulin to be delivered every 5-15 minutes outside of meal boluses. During periods of receiving cgm glucose readings above 300mg/dl for at least 90 minutes, the ilet appropriately triggered alert 23 (high glucose). No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the assignable cause of this hyperglycemic/dka event was a failed insulin infusion set. The user did not attempt to replace their infusion set during the hyperglycemic event. The user received the appropriate re-education and successfully resumed ilet therapy.